Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer stated that he had a couple of low blood glucose readings of 43 mg/dl. The customer stated that there was a cal error from the sensor. The customer was advised to wait for blood glucose to be stable in order to calibrate. The customer was advised to call back to troubleshoot for change sensor.